Event description:
It was reported to boston scientific corporation on that a resolution clip device was used for during a colonoscopy procedure performed in the descending sigmoid colon on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip was deployed onto the tissue; however, the clip would not release from the catheter. While the physician considered cutting the catheter from the handle, a second physician joined the procedure and the clip released from the catheter. The procedure was completed with this resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.